Manufacturer narrative:
The concerto versa coil was returned for evaluation. The implant coil was found detached from the pushwire. The coin appeared to be pulling back from the lumen stop. The implant coil was found to be damaged and stretched with the polypropylene filament not intact. The shield coil was present and intact. The pushwire was also found to be broken at the break indicator; retained by the release wire; indicative of manual detachment was attempted. No damage was found on the distal end of the release wire. The ai and coupler tubing was present and not intact, indicative of mechanical detachment was attempted. The detach element was in good shape and the detachment ball was measured to be 0.00383" and found to be within specifications. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.078mm @ 0.063mm; measured 0.087mm @ 0.127mm; measured 0.099mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00264¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification. All other subassemblies appeared to be normal. The catheter size and model were not reported; therefore, any contributing factors from the catheter including its compatibility for use with concerto versa coil could not be determined. No other anomalies were observed. Based on the analysis performed, the concerto versa coil was confirmed to have "coil resistance/stuck in catheter" issue as returned implant coil was found to be damaged and stretched. It is likely that these damages occurred when the customer attempted to advance the concerto versa coil through the catheter against the resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of incompatible catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. In addition, the pushwire was returned with the implant coil already detached. Based on the returned device, there were evidence of mechanical and manual detachment attempts to detach the coil as the ai and coupler tubing was not intact. Additionally, the pusher was found to be broken at the manual detachment location and retained by the release wire; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that led to the non-detachment issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the catheter was not returned; any contribution of the catheter to the reported issues could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two versa coils (cv-7-40, lot #: b153515) and a third versa coil (cv-8-40, lot #: b153516) advanced through the microcatheter and deployed with no issues. The mechanical detacher was used with no success, and the manual detachment method also failed. Each of the coils were removed successfully. A cv-9-40 (lot #: b153517) was delivered and deployed with no issues, but failed to detach with the instant detacher and manual detachment methods. It was noted the wire broken during the manual detachment with this coil. A cv-5-30 (lot #: b154329) was advanced through the microcatheter and deployed with no issues. It was determined the coil was undersized for what was needed and removed. When used later, the coil became stuck at the distal end of the catheter and detached in the distal tip of the catheter. A cv-6-20 (lot #: b154962) coil was advanced through the microcatheter and deployed with no issues. It was determined the coil was undersized for what was needed and removed. When used later, the coil became stuck at the distal end of the catheter. When the instant detacher was used with a coil, the pushwire was seated in the hub of the instant detacher. The coil was detached successfully, and when the physician went to remove the wire, it was jammed and broke off. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report 2029214-2021-00354 for details pertaining to the related reportable event.